Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported that the batteries in the insulin pump only lasted about one week. She reported that the blood glucose runs high when the reservoir runs low. She stated that she sometimes did see blood in the line. The blood glucose reading was 500 mg/dl. She stated that she had not been counting carbs for things like ginger ale and that she had also been in pain and had recently had surgery. Customer stated that there was no damage or corrosion in the battery compartment and was advised to clean the battery cap to prolong the battery life. Nothing further was reported.